Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their healthcare provider indicated that their pain would get better over time. At 5 months post implant, it hurt less than at 2 months. They were waiting for it to heal. The pain was resolving very slowly, month by month. It was still sore to the touch and charging makes it sorer for a day or two. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that implant is located on left side kind of under her arm pit by ribs where she has 'no meat' and in order to get 8 coupling bars she wears belt really tight. The patient weights about (B)(6), so the healthcare provider said that there was nothing to pad the area and to ¿hang in there.¿ whenever she charges her implant, the implant area gets very warm and the patient stated that the implant site was still healing and was still sore to the touch (the patient confirmed not the charging equipment or 'leads'). The patient stated she was not a fast healer. The patient was charging the implant once a week and it would take her 2 hours from being down 2 bars to recharge it. Now she recharges the implant 3 times a week for shorter durations, but the area still gets warm. The patient was having a lot of trouble recouping from the implant surgery. The patient said she has cervical discs that are interfering with it. The patient reported that she got the device for lower back t7-t11, hip, leg, foot pain and she has 32 years of back pain history. The stimulator was last resort after several surgeries prior to implant. The patient said ins is on left side and it was reviewed that file said lead location is right side. Considerations for using heating pad/massager were reviewed. The patient was redirected to follow-up with their healthcare provider. No further complications were reported/anticipated.